Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The reporter's meter and strips were provided for investigation where they were tested using a high level control sample. Testing results: (qc range = 2.2 - 3.4 inr): customer meter with customer strips: 2.3 inr. Customer meter with customer strips: 2.3 inr. Customer meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. The occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 7:24 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. The patient did not wipe his finger with alcohol prior to collecting a sample for testing. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using innovin reagent on a sysmex ca-1500 analyzer, resulting with a value of 1.9 inr. Medical decisions were made based on this value. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's testing frequency is once per week.